Manufacturer narrative:
(B)(4) - erratic troponin result, (B)(4), rv 1-2, and stat. To investigate the customer's issue, we reviewed the complaint text, the instrument history, and architect system labeling. The review showed the architect system operations manual does address erratic results including probable causes and corrective actions and instructions on component replacement. Additionally the review of the instrument history showed no additional complaints have been received involving erratic results. A field service representative was dispatched and noticed the lls antenna, rv 1-2, and stat were misaligned and loose and replaced the components. Based on the available information, the cause of the customer's issue could not identified, nor was any deficiency identified for this complaint. After increasing the centrifuge time to ten minutes and the component replacement of (B)(4), rv 1-2, and stat, the issue has not been observed. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated a fresh lithium heparin patient sample generated a result of 0.27 ng/ml on the architect stat troponin-I assay but upon auto-retest, the value was 0.00 ng/ml. The result of 0.00 ng/ml was reported. No impact to patient management was reported.